Manufacturer narrative:
The complaint was confirmed. Received one 60-6085-202a in opened original packaging. Lot number and catalog number were verified. A visual inspection was performed, the uterine balloon was not intact with the shaft of the uterine manipulator. The white shrink sleeve that lies between the printed v-care tube and the blue uterine balloon was unattached as well and stuck inside of the uterine balloon. The white shrink sleeve was easily retracted from the uterine balloon. The white shrink sleeve was folded onto itself. At the distal end of the uterine balloon there was a missing piece of uterine balloon that was still intact with the uterine manipulator. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 23 devices, for this device family and failure mode. During this same time frame 481,816 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user that the device is for manipulation only. -do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. -upon removing the v-care, the surgeon should visually inspect the v-care device and the patient, to make sure that the entire v-care device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to (B)(4) for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the (B)(4) sales representative reported issues with the vcare, large (37mm) cup, item # 60-6085-202a, lot # 201812031 that occurred on (B)(6) 2019 at (B)(6) hospital, (B)(6), during a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy involving a (B)(6) year old female patient weighing (B)(6). It was reported that the issue occurred in later stages of the procedure. Upon removal of the v-care the surgeon noted that the distal balloon was missing from the tip of the instrument. After searching, the balloon was finally found outside the patient within the drape near the buttocks and anus. Intraoperative x-rays were taken per hospital policy and prior to leaving the operating room nothing was visualized on x-ray per radiologist and there was no apparent harm to patient. It is indicated that the procedure was successfully completed with a 30 minute delay. It is unclear as to when the balloon became detached and to date, although multiple attempts have been made to gather additional information, no information has been provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the breakage of the device.